Event description:
It was reported the colonovideoscope had no image. The event occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the occasional blackout (when adjusting the angulation) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.